Event description:
It was reported that during an angioplasty and stenting of the left sfa, the doctor had a problem when he went to dilate for the stent. The balloon could not be removed, it was stuck in the sheath. The doctor used a 5 fr, 90 centimeter sheath. Had to remove the entire system, gain another access site and start over. The patient is doing fine at this time.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The catheter was returned inside a 5f 90cm metal reinforced sheath. There was a slight kink in the catheter where it was protruding from the introducer housing. The introducer was accordioned at the proximal end next to the housing and approximately 10cm down the sheath in various places. The tip was also rough. The distal tip of the catheter was approximately 9cm inside the sheath. The refolding tool was missing from the catheter. Removed the introducer from the catheter with difficulty due to the dried blood inside the introducer. Inserted a .035 ss guidewire with no difficulty. Inflated the balloon with a 12cc syringe and water. Using a new refolding tool, refolded the balloon to reduce the profile. Inserted the balloon into a 5f (10cm) introducer with little to no resistance. Inflated the balloon to approximately 6atm, pulled a vacuum and removed the introducer with minor resistance. Using the same process, introducer passage was performed again with successful results. Could not perform introducer passage with the existing introducer due to the accordioned condition and dried blood inside the introducer. Visual and functional evaluation of the catheter were performed. Although introducer passage could not be performed using the existing introducer due to the condition, introducer passage was successful using a different manufacturer's 5f sheath. The result of the investigation is confirmed, root cause is unknown. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.